Event description:
Customer reported the system locked up and displayed a control panel communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power signal interface board. System operates as intended. (B) (4)